Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. A gehc field engineer completed system testing and verified that the MRI scanner was operating normally and within performance specifications. The root cause was determined to be operator error related to the use of a non-mr safe conductive pulse oximeter during the patient MRI scan. The gehc operator manual states that patients are to be thoroughly screened for the presence of any metallic devices or objects. Users should consult the device manufacturer's instructions and safety guidelines. Further, the operator manual for the oximax n-65 and nellcor oximax pulse oximeter states, disconnect the oximax n-65 and nellcor oximax sensor from the patient throughout magnetic resonance imaging (MRI) scanning. Induced current could potentially cause burns. No further actions are planned by gehc.

Manufacturer narrative:
Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a MRI exam, a patient sustained a burn to the left thumb which had a non MRI safe pulse oximeter attached/placed. The patient's burn injury resulted in amputation of the thumb.